Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer suspected that the sensor may have expired prematurely, issue cannot be verified. There was no reported adverse impact. Customer replaced the sensor to resolve the issue.